Event description:
Allergan aesthetics received a report of a patient treated flanks and inner/outer thighs with coolsculpting developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Paradoxical hyperplasia (ph) has only been confirmed in the flanks area, all other areas reported are unconfirmed but will be retained conservatively. Patient was treated on (B)(6) 2022 with the cooladvantage system applicator.